Event description:
According to the complaint, it looks like corrosion attached on the surface of the needles pico70 (956-522).

Manufacturer narrative:
On august 8th 2019 radiometer decided to recall the affected lot (bu51). The product has only been distributed in china and the problem has only been reported from china, why us is not affected. The root cause of corrosion is exposure to high concentrations of chloride containing gas/liquid in a high temperature & high humidity environment. Analysis and investigations have been made to support this root cause: corrosion identified on corroded needles. Smell of chloride of samplers with corroded needles. By testing of reference samples, it has been concluded that exposure to chloride occurs after samplers have been shipped to china. Investigation of each step of the supply chain has been performed. Use of chloride containing gases has not been identified anywhere in the supply chain, and would not be present during normal handling/storage/shipping.